Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a doctor that the customer got hospitalized due to low blood glucose on with almost undetectable blood glucose levels at the time of the incident. The customer experienced symptoms such as a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer has been in a coma for approximately 4 weeks. No further details were provided. The insulin pump will not be returned for analysis.